Manufacturer narrative:
The malfunction was not confirmed and no investigation is required since the device was not returned and there are no materials to investigate.

Event description:
On (B)(6) 2019 the user was made aware that the sensor has to be removed due to early sensor retirement.